Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid. Visual inspection found the optic torn and the haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgical intervention, lens was exchanged for a longer lens. Conclusion: per dfu for this lens model, vicl's are contraindicated of implantation of a lens in an eye with anterior chamber depth (acd) of less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -6.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting with a vault value of 12 micrometers. The lens was exchanged for a longer lens and the problem was resolved. During the patient's last visit on (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20 and had a vault value of 300 micrometers.